Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the arteria mesenterica inferior using ruby coils. During the procedure, the physician successfully implanted coils into the target location using a non-penumbra microcatheter. Upon advancement of a ruby coil, the physician experienced resistance and the ruby coil became stuck within the microcatheter at the distal end, approximately 5-10 cm before the tip. The physician then decided to remove the ruby coil and reported experiencing resistance upon retraction. The ruby coil was then removed from the microcatheter and another ruby coil was used to complete the procedure. There was no report of an adverse effect to the patient.